Event description:
The customer contacted baxter's technical service center regarding air in the disposable cassette's patient line, which occurred on the homechoice (hc) during peritoneal dialysis, drain 3 of 4. The caregiver (cg) stated that the patient line disconnected from the transfer set and fell on the floor, and the home patient (hp) had reconnected it. It was unknown how the patient line became disconnected from the transfer set. There was visible air in the patient line so the baxter technical service representative (tsr) assisted the cg with the ending therapy early procedure. The tsr advised the cg to notify the hp's rn as soon as possible. Proper procedures per the user manual were reviewed with the cg. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Per baxter labeling, users are instructed to use proper aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.